Event description:
A report was received that the patient¿s ipg would not hold a charge. Database analysis revealed inconsistent coupling of the charger to the ipg which caused a delayed charge. As a result, the patient would need to spend more time to get a full charge. Also, thermistor triggering had been another cause of a delayed charge. There were six contacts with high impedance values. The battery discharge was reviewed and there was a change in depletion following the most recent pocket revision (MFR report #: 3006630150-2015-00598). Review of the program usage log revealed that the stimulation output was not significantly higher post revision. The patient underwent a revision procedure wherein the ipg and lead were replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient¿s ipg would not hold a charge. Database analysis revealed inconsistent coupling of the charger to the ipg which caused a delayed charge. As a result, the patient would need to spend more time to get a full charge. Also, thermistor triggering had been another cause of a delayed charge. There were six contacts with high impedance values. The battery discharge was reviewed and there was a change in depletion following the most recent pocket revision (MFR report #: 3006630150-2015-00598). Review of the program usage log revealed that the stimulation output was not significantly higher post revision. The patient underwent a revision procedure wherein the ipg and lead were replaced.

Event description:
A report was received that the patient¿s ipg would not hold a charge. Database analysis revealed inconsistent coupling of the charger to the ipg which caused a delayed charge. As a result, the patient would need to spend more time to get a full charge. Also, thermistor triggering had been another cause of a delayed charge. There were six contacts with high impedance values. The battery discharge was reviewed and there was a change in depletion following the most recent pocket revision (MFR report #: 3006630150-2015-00598). Review of the program usage log revealed that the stimulation output was not significantly higher post revision. The patient underwent a revision procedure wherein the ipg and lead were replaced.

Manufacturer narrative:
Sc-1132 sn (B)(4) device evaluation indicated that the ipg passed electrical and photographic imaging tests performed. The complaint regarding the charging issue was confirmed. Although the device could be charged fully, the battery power was exhausted quickly due to excessive sleep current caused by an internal short circuit. The device profile indicated that the device battery depletion rate had been in a normal range of 33.7 mv per day while stimulation was turned on until mar 09, 2015. Suddenly, it increased to about 588 mv per day. It was likely the device was affected by an unknown source. It was unable to identify the responsible component as the current was not high enough for the thermal camera to detect a hot spot. The device failed the ate test. Sc-8216-70 607514 device evaluation indicated that the lead passed electrical, mechanical and photographic imaging tests performed. The complaint regarding the impedance anomaly was verified to be the associated paddle lead. Both setscrew marks were on electrodes instead of on the retention sleeve. This evidence indicated that the proximal ends were not properly inserted into the ipg headers, and resulted in impedance anomalies.

Manufacturer narrative:
Additional information was received that the ipg's charging coils were malfunctioning.